Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was cut out to remove. There was no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic and one haptic torn into pieces. There was evidence of dark surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).